Event description:
It was reported on the day of this call the trial patient noticed she was not feeling stimulation and felt the wire was being pulled when she was sitting down. The patient stated something was not right. The patient went to the bathroom and noticed she was not getting a ¿shock'. Before that, every time patient had a spasm and felt it in her sacral nerve but on the day of this call she was not feeling the ¿shock spasms'. The patient also reported that her symptoms returned on the day of this call and noted that every time she sat down to use the bathroom, she felt like the wire was been pulled further. She had been going to the bathroom frequently like she did before the trial. When the patient try using the programmer on the day of the call it was telling the patient `could not provide desired settings, call your health care provider (hcp).the patient could not find the settings, 'settings not available. She checked the little box-and it was not disconnected; the battery was not dead because it was turning on and off. The patient stated when the device was put in on friday she was told to see the hcp right away if the wire comes out. It was reported that patient call hcp and was told to wait and come in the day after this call. The patient was confused because she thought something was disconnected and worried why health care provider (hcp) wanted her to wait till the day after this call. The patient stated that if the programmer was telling her 'cannot provide desired settings', that meant something was disconnected and the wire was not connected to her sacral nerve anymore and started to fall out. The lead wire was sticking out of back right now and felt something like the wires came out which started last saturday a day after trial. The patient was told to put a band aid over it to hold it in place and was in place and was fine until the day of the day of this call. It was later reported that it worked but after she took kids to school she checked the external device with the programmer and saw this message. The patient stated that it felt like an IV coming out. It was noted that every time she went to sit she could feel it. It was reported that in the last couple days had been working because she was able to go to the bathroom. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3537, product type: programmer, patient. Product ID: neu_u nknown_lead, product type: lead. Product ID neu_unknown_lead. Product type: lead.